Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: syringe undetachable of the bone marrow needle after puncture. The syringe did not come off the bone marrow needle, so the material was not usable. It seems that there was something wrong with the syringe.

Manufacturer narrative:
(B)(4) follow up. Four photos were provided to our quality team for investigation. Upon visual evaluation, it appears that the luer cone is longer than expected; however, without physical samples, we are unable to confirm whether it is out of specification or if it presents a defect that would prevent the needle from being unscrewed. A device history review was performed for reported lot 2410103, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. As part of our standard quality process, final products from this manufacturing line undergo both visual and functional inspections at multiple stages. No issues related to the reported condition were identified during these inspections. Six retained samples from lot 2410103 were requested for investigation. No tip damage was found, and all samples connected and disconnected from a luer connector without issue. Based on the available information, we are unable to determine a root cause linked to our production process at this time.